Manufacturer narrative:
The investigation for the low pump flow and the thrombus has been completed. Low purge pressure was reported after implant. It was discovered that the blue notch for the purge disc was partially detached. A complaint ((B)(4)) against the console was opened. No product was returned. The data logs confirm low purge pressure alarms. The root cause of the purge leak was not determined as no product was returned and limited clinical information was provided. The cause of the thrombus in the right ventricle was not determined since there was no alleged impella interaction/failure.

Event description:
The user facility reported a patient post cardiothoracic surgery was implanted with an impella rp flex device for bipella mechanical circulatory support. The pump was unable to flow more than 3 liters per minute. Blood products were provided to improve flows. Additionally, while on support, clots were noted in the right ventricle. It was believed the patient may have a pulmonary embolism, and the decision was made to withdraw care. Post cardiac surgery, the patient had a "very poor prognosis," and expired approximately after seven hours on support. Abiomed's medical safety officer review of the event noted there is not enough information to associate the use of the device with the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.